Manufacturer narrative:
Follow-up #1; date of submission: (B)(4) 2014. Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: inspection revealed that the display screen visual was dim and discolored: the reported issue was duplicated. The reported issue was directly caused by an unidentified display failure. The following findings are unrelated to the reported issue: the keypad cover was free of damage; however, the up arrow keypad button was intermittently responsive. The keypad cover was removed, and evidence of contamination was found under the up arrow and contrast keypad buttons; this device failure caused the keypad-responsiveness issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the user could not read the display screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.